Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the patient's skin and were falling off very easily. The caller alleged the infusion sets she had from a particular box were defective. It was reported this occurred with 3 infusion sets from the same box. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.